Event description:
It was reported that the procedure was to treat a moderately tortuous right coronary artery (rca) and a moderately tortuous circumflex (cx) artery. After pre-dilatation with an unknown balloon catheter, a 2.5 x 12 mm xience alpine stent was successfully implanted in the rca. There was a "drag" felt and there was resistance when removing the catheter. It is unknown what the resistance was with. As the catheter was being removed, the physician stated it felt as if the catheter was stretching. Once removed from the anatomy, the distal shaft had stretched and was in a corkscrew shape. After pre-dilatation of the circumflex artery with an unknown balloon catheter, a 3.0 x 12 mm xience alpine was successfully implanted. There was also resistance removing the device and out of the anatomy, the distal shaft had stretched and was also in a corkscrew shape. The procedure was successfully completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The twisted and stretched shaft was unable to be confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. The xience alpine is being filed under a separate manufacturing report number.